Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-350 mg/dl) and a bolus via the pump would be delivered to address the bg level. A cause of the high bg was not known. As the high bg events had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.